Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was pt presented in clinic after having received several subsequent merlin net transmissions saying the device was in reset. Pt was brought into clinic and upon interrogation, erroneous parameters detected error message was appeared. Session records will be sent for review.